Manufacturer narrative:
Hamilton medical ag case number is (B)(4) investigation is ongoing. Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, intellicuff alarmed during start-up. The intellicuff device doesn't start on batteries. Regarding alarms, all lcd segments blink. The number in the lower display area denotes the code of the technical failure which is '1.5'. Reported was that this incident was noticed during start-up and the event has not been provided with any further comment or explanation. The intellicuff is a handheld device to be used with a ventilator device. The ventilator device log files (service log, error log, event log) were not provided to hamilton medical ag. This malfunctioning is reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, intellicuff alarmed during start-up. The intellicuff device doesn't start on batteries. Regarding alarms, all lcd segments blink. The number in the lower display area denotes the code of the technical failure which is '1.5'. Reported was that this incident was noticed during start-up and the event has not been provided with any further comment or explanation. The intellicuff is a handheld device to be used with a ventilator device. The ventilator device log files (service log, error log, event log) were not provided to hamilton medical ag. This malfunctioning is reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. A detailed investigation was performed by an expert from the technical service: as the device was not returned for investigation, it is difficult to identify the root cause. A possible root cause is that the loudspeaker did not work as intended which triggered the optical alarm (tf 15). This case is reportable since the issue caused the device to fail when switched on. In case no other spare device is available this could lead to a delay in treatment.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, intellicuff alarmed during start-up. The intellicuff device doesn't start on batteries. - regarding alarms, all lcd segments blink. The number in the lower display area denotes the code of the technical failure which is '1.5'. - reported was that this incident was noticed during start-up and the event has not been provided with any further comment or explanation. - the intellicuff is a handheld device to be used with a ventilator device. The ventilator device log files (service log, error log, event log) were not provided to hamilton medical ag. - this malfunctioning is reproducible. There is no patient involvement reported. - there is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.